Event description:
The physician successfully deployed a driver sprint rapid exchange 2.25 diameter, 24 mm length stent was advanced to a lesion in the lad; however, prior to insertion, the stent was damaged due to handling. There was a raised strut that was flattened by a finger and the stent was deployed in the patient. No problem with use of the stent. No other clinical sequelae have been reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4). Evaluation: results: stent strut disturbed due to user handling during prep. Damaged stent flattened by hand and then used in the patient. Conclusion: device failure related to user handling; stent strut disturbed due to user handling during prep. Stent damaged due to handling and subsequently used in the patient.